Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H3: product analysis found the reported issue was verified and reproduced. Pmb board failure. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g02030 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6). UDI#: (B)(4). H3: product analysis found both retaining clips were broken, indicating the pi experienced a high-impact event; additionally, the afe board exhibits intermittent operation. H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, clinical was unable to get the pi to connect wirelessly. User tried to dock, undock, power the pi off and on etc. At some point in their troubleshooting, the message ¿console power (pmb) is unavailable¿ came up. Brought in the brand-new cable, the new cable worked to connect the pi, the impedance test on the leads passed, and they were able to use the unit in the case with the cable connected. After this, they used the pi cabled all the time with no further problems. At this point, it seemed the pi would not work wirelessly at all.

Event description:
It was reported that the patient interface have multiple issues connecting via cable and wireless with the console. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.